Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a patient using byte retainer experienced their bottom front gums receding. This has since worsened and their entire front section of their bottom gums have receded. Their teeth have become extremely sensitive and since the gums receding they also have constant terrible bad breath which they did not have before their byte treatment.